Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, upon clamping the vessel, the cartridge was not able to load properly on the device's handle, an inner clip fell, inner and outer parts of the clip separated and the clip was not able to form correctly. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first cartridge noted it was received not applied. The second cartridge was fully applied with the clip body missing. The tracks were received. But without the clip body the reported condition could not be reliably determined. Functionally; a pmv representative instrument was used for all functional testing. The first cartridge was loaded into the pmv representative instrument, the firing handle was actuated, and the clip formed properly onto the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.